Manufacturer narrative:
(B)(4).

Event description:
An aneurx stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The vessel morphology at the time of implant was not reported. There was disease progression with aortic neck dilatation. The patient presented emergently with back pain. The aneurysm is currently 10 cm in diameter. It was reported that a recent CT revealed that the aneurx device had stent fracture (in two pieces, only part of a stent ring) in right lateral wall of proximal aortic neck where piece of stent broke apart/off of stent graft and deposited in aneurysm sac. This created a type iii endoleak, fabric resulting in aneurysm rupture. The physician implanted an endurant 36mm aui with an endurant 16x93 limb and a fem-fem bypass. Two amplatzer plugs (16mm) were used to occlude contra lateral limb. No clinical sequelae were reported and the patient is fine. Film review evaluation: review of returned cta¿s from 12years post-implant revealed that the aneurx was positioned just below the lowest right renal artery. There is 2.5 ¿ 3cm of remaining proximal seal length. The proximal stent graft od is 29x30mm indicating likely lack of any radial sealing force. The ipsi limb and extension were positioned within the left common iliac, and the contra limb + extension were within the right common iliac artery. Both limbs are patent. The max aaa diameter is 10cm; the aneurysm appears to have ruptured. Contrast can be seen in the proximal sac. A segment of a stent strut is seen detached from the stent graft and is visible in the aaa sac. Angiograms from the same study date also confirmed the fractured stent which has separated from the stent graft and is currently located within the aaa sac. Several fractured stents could also be seen from the left side of the bifurcate at the top of the sac near the level of the flow divider. The cause of the stent fracture could not be determined; the aortic body and limbs were essentially straight near the location of the fracture. The type and cause of the endoleak is could not be determined. This may be a type iii fabric (as evidenced by the fractured stent) and/or a proximal type I endoleak due the reported neck disease progression. Earlier post-implant films were not available for return; therefore, the in-vivo configuration of the stent graft during the implant duration could not be determined. Films from the recent intervention were not returned.